Event description:
It was reported that some of the bipolar impedance measurements read greater than 4,000 ohms. Once the pulse width was decreased and amplitude was increased the impedance measurements were normal.